Event description:
The account alleged the side rail will not latch in the up position. No patient impact.

Manufacturer narrative:
The account found the side rail has a broken weld on the pivot point at the frame. The account replaced the side rail to resolve the issue.